Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) tip cover accessory, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found missing when the customer pulled out the mcs instrument from the port. After, the customer found that the tip cover accessory was stuck on the top of the port. The customer expressed a concern that the tip cover accessory might have fallen off inside the patient. The procedure was completing as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The mcs tip cover accessory was placed on a mcs instrument. The mcs tip cover was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site: the mcs tip cover was found to have tearing in the transparent part at the mouth where the scissor tips exit - the grey part does not show damage. The tip cover was found to have tearing 28 and 38 mm from the proximal end where the instrument inserts. Tears are axially aligned with the tip cover and measure from 2 to 3 mm in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. The probable root cause of the reported complaint cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found that the tip cover was tightly attached to the testing mcs and could only be removed with considerable effort. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Furthermore, the probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.